Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions, h10 and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. The device was returned for evaluation. The instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures'such as valve frame damage or compromised sheath and delivery system components'as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for frame damage was confirmed based on returned device and relevant imagery provided. Available information suggests procedural factors (high push force) likely contributed to the event as reported, 'during a right transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia (s3ur) valve, frame damage occurred; a strut bent on the valve skirt side. Resistance was felt when advancing the commander delivery system inside the 16 fr esheath+, and when further pushing, the valve stent had protruded through the partially expandable section of the sheath+, and the strain relief was torn'. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
This is 2 of 2 reports. Investigation is ongoing.

Event description:
As reported by edwards japanese affiliate, during a right transfemoral transcatheter aortic valve replacement procedure with a 29 mm sapien 3 ultra resilia (s3ur) valve, frame damage occurred; a strut bent on the valve skirt side. Resistance was felt when advancing the commander delivery system inside the 16 fr esheath+, and when further pushing, the valve stent had protruded through the partially expandable section of the sheath+, and the strain relief was torn. The delivery system and valve did not exit the tip of the sheath. The sheath+ and delivery system were withdrawn as a single unit. A new kit was opened, and a 29 mm valve was implanted at '3 cc with no paravalvular leak. No difficulty was reported with insertion or removal of the sheath itself. No patient injury was reported. Reported procedural and anatomical context included mild vessel calcification, mild tortuosity, a minimum luminal diameter of 6.9 mm, and the loader being fully inserted. No steep insertion angle was reported. The reporter did not identify a perceived root cause. The 3mensio report was not available. After the procedure, the physician wanted to examine the devices, so the sheath had been taken apart into pieces and discarded, and the valve had already expanded. Therefore, only the valve could be retrieved and will be returned.